Event description:
Reporter has worn patches for months on back and knees with no problems. Today when she wore it, approx 5 hrs, she started to feel tingling/prickling sensation on back. She took patch off & co-worker told her there were blisters - never had symptoms like this before. She did not feel the burn for 15-20 mins after removing. She saw her doctor and he prescribed silvadene 1% for topical treatment twice daily of 1st and 2nd degree burns.